Event description:
It is reported that a customer was hospitalized on (B)(6) 2014 7:30pm for a high blood glucose level of 576 mg/dl. The caller, who was the husband, stated that there were no significant events that could have led to the issue. The customer was not wearing the pump during hospitalization. The husband stated that there was a malfunction with the insulin pump but no other information was provided about the nature of that malfunction. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.